Manufacturer narrative:
On 14th may 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated and confirmed with the photographic evidence, the cover cap was missing from the spring arm. The screw that holds the cover was broken and buried. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is not known if the claimed device was being used for patient treatment or diagnosis when the event took place. The fact that one cover screw was found sheared couldn¿t lead to the cover fall because it was still held by the remaining screw and also by all the clips. Indeed, the spring arm cover sides are attached to each other by 8 clips. This kind of breakage cannot occur during use because no stress is applied at this location. The most likely root cause is an excessive tightening during maintenance or installation. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 14th may 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated and confirmed with the photographic evidence, the cover cap was missing from the spring arm. The screw that holds the cover was broken and buried. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence.